Event description:
Burn blister at the back, according to physician, 3rd degree burn [burns third degree]. Used the heatwrap overnight [device misuse]. Itching [pruritus]. Case description: this is a spontaneous report from a contactable pharmacist. A female pt ((B)(6)) started to receive thermacare heatwrap (thermacare lower back and hip, wrap) via an unspecified route of administration from (B)(6) 2012, one piece of heatwrap for an unspecified indication. Relevant history included nicotine use and allergies to quicksilver, bees, wasps, cinnamon and canned tuna. Concomitant medications were not reported. On an unk date, the pt experienced burn blisters at back, according to the physician, 3rd degree burn, size like the size of the heat cells. In addition, the pt reported using the heatwrap overnight. Therapeutic measures taken included metamizole sodium (novalgin drops), dequalinium chloride, polidocanol, sulfanilamide, talc zinc oxide (anaesthesulf lotion) and fusidate sodium (fucidine creme). No surgical procedure was necessary. It was reported the pt will suffer from long-term damage like scar formation. Associated complaints were pain, burning and itching. Action taken with the product was permanently withdrawn on an unk date. The outcome of the events was not recovered. F/u (03feb2012): new info was received from a contactable pharmacist updating pt details, product start date and dosage regimen, relevant medical history, outcome of event and additional event of device misuse and 3rd degree burn. Medical review completed (08feb2012): based on the f/u info, the event of third degree burn was added upgrading this medically confirmed case to reportable. The event of third degree burn is considered serious and associated with the use of the device. This case is medically assessed as serious, associated and reportable.